Manufacturer narrative:
A medtronic field service engineer went to the site and found: bypassing umbilical with catv cable from mvs computer to pleora confirmed faulty umbilical cable. Mvs interconnect cable (aka umbilical cable) replaced. After cable replacement system boots appropriately in 2d mode with expected functionality restored. System checkout performed with satisfactory results. Part replacement resolved issue. Manufacturer's in house analysis of suspect cable as follows: able to replicate reported issue. Bench test results: fail. Cable passed the continuity testing and the 100t test. Gbit test failed, line 1-2 and 4-5 are open. (Gbit test, tests the blue cat 6 cable for continuity). A validator nt-900 was used to test both the gbit and the 100t tests. Electrical failure caused event.

Event description:
A medtronic clinical specialist reported that during a scoliosis case, when the site was trying to take a spin, the o-arm's mvs (mobile viewing station) was intermittently going into stand-alone mode, and giving frame rate errors. They attempted to reboot the system and reconnect the umbilical cable several times, but the issue persisted. Incision was already made. They decided to abort surgery, and reschedule.

Manufacturer narrative:
Per further engineering review, the umbilical cable was confirmed to not pass testing. This issue was addressed by a CAPA investigation based on the investigation, a majority of the failures within the lemo connector were attributed to inadequate strain relief for the inner wires allowing damage to the wires. A new design of the cable was implemented in august of 2015 (after this system was manufactured) to resolve the issue.

Manufacturer narrative:
(B)(6).